Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On march 8, 2010 the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging that the one touch ultra2 meter read imprecisely. The medical surveillance specialist (mss) contacted the pt to obtain/clarify info. The reporter mentioned readings of 59, 269 and 158 mg/dl performed within 20 minutes of each other on (B) (6) 2009. She said that the pt sat up that morning and "felt low" before the readings were taken. She said the pt had juice to treat her symptoms. The reporter said that when testing with another meter the pt also had crazy readings. The pt usually knows when she is having symptoms of hypoglycemia and she is described as a brittle diabetic. On that particular day in (B) (6), the pt was reportedly walking around the town and experienced a seizure. The pt was reportedly given a glucagon injection at the emergency room and hospitalized for an unspecified amount of time. The reporter said the pt's blood sugar reading was 90 mg/dl 30-45 minutes before the seizure. She reportedly took a dose of insulin at the time of the reading. She takes her insulin based on a sliding scale and takes 4 units of humalog insulin if her reading is over 200 mg/dl. The pt sliding scale also varies based on the number of carbohydrates she eats along with the readings and the reporter didn't go into specific detail. The pt takes a set dose of 32 units of lantus at night. According to the troubleshooting performed with customer service, the unit of measure was set correctly at the time of testing. This complaint is being reported because the pt was allegedly given insulin based on inaccurate results, and subsequently suffered symptoms that may be indicative of sever hypoglycemia.